Manufacturer narrative:
Reported event: events regarding altr/abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a patient had a total arthroplasty for very severe degenerative changes in a right hip on (B)(6) 2018. The patient¿s medical history and medical records were not provided for a view. The patient appears to have had a spinal stimulator placed at some point prior. The operative note did not reveal any complications. Again, postoperative care records were not provided for a review. A postoperative image shows an accolade style stem with an acceptably positioned with at least one screw. An office note reported a dislocation at some point postoperatively. This was treated conservatively with a closed reduction. Intervening care notes were not provided for review. The patient then presented sometime later with increasing pain. Again, office notes were not provided. On x-rays, (B)(6) 2024 ¿ (B)(6) 2024, a loose acetabulum was noted to be was migrating medially, vertically, and becoming more anteverted. There was clearly a change in position from the postop film. A letter of referral noted increasing pain, and loosening of the components. The patient did have an aspiration. The referral note indicated that they did not believe infection was present. However, the referring physician noted metallosis and a likely pseudo tumor and abductor insufficiency. Based on these reports, the patient was referred to revision surgery. Event confirmation: loosening of an acetabular component can be confirmed. Metallosis and pseudo tumor cannot be confirmed. Lack of infection cannot be confirmed. Abductor insufficiency cannot be confirmed. Revision surgery cannot be confirmed but is expected." -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient's hip dislocated. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: a patient had a total arthroplasty for very severe degenerative changes in a right hip on (B)(6) 2018. The patient¿s medical history and medical records were not provided for a view. The patient appears to have had a spinal stimulator placed at some point prior. The operative note did not reveal any complications. Again, postoperative care records were not provided for a review. A postoperative image shows an accolade style stem with an acceptably positioned with at least one screw. An office note reported a dislocation at some point postoperatively. This was treated conservatively with a closed reduction. Intervening care notes were not provided for review. The patient then presented sometime later with increasing pain. Again, office notes were not provided. On x-rays, (B)(6) 2024 ¿ (B)(6) 2024, a loose acetabulum was noted to be was migrating medially, vertically and becoming more anteverted. There was clearly a change in position from the postop film. A letter of referral noted increasing pain, and loosening of the components. The patient did have an aspiration. The referral note indicated that they did not believe infection was present. However, the referring physician noted metallosis, and a likely pseudo tumor, and abductor insufficiency. Based on these reports, the patient was referred to revision surgery. Event confirmation: loosening of an acetabular component can be confirmed. Metallosis and pseudo tumor cannot be confirmed. Lack of infection cannot be confirmed. Abductor insufficiency cannot be confirmed. Revision surgery cannot be confirmed but is expected." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A patient dislocated their hip, had it reduced in the ER, then game back to the drs office a little over a year later and has osteolysis behind the cup and it has become malpositioned. He now has metal ions in the blood stream confirmed through aspiration and the surgeon is concerned the cause is the v40 taper on the stem he uses. The patient came back to the clinic complaining of hip pain. The surgeon order xray and aspiration. It was then discovered that the components have failed and the cup is out of position and the patient has severe osteolysis behind the cup with complete abductor loss. Update as per medical review: the referring physician noted metallosis and a likely pseudo tumor.